Event description:
As reported by the edwards field clinical specialist, the transcatheter aortic valve replacement (tavr) procedure was planned via cutdown with right femoral access. Serial dilatation was attempted and resistance was met when attempting to insert the 25 fr dilator. A dissection of the vessel was noted and repaired with covered stents. The patient left the room in stable condition and the procedure was aborted. Additional investigation revealed the following: the minimum luminal diameter of the vessel at the location of the complication was 8mm. The vessel was described as severely calcified and mildly tortuous. Nothing abnormal was noted about the dilator prior to use. Difficulty was encountered when inserting the 25 fr dilator.

Manufacturer narrative:
The dilator is not available for evaluation as it was discarded by the site. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the minimum luminal diameter at the site of the dissection was 8.0mm, and the vessels were noted to be severely calcified and mildly tortuous. The root cause for the reported dissection cannot be confirmed; however, it is likely that the borderline size of the vessel in combination with severe calcification caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no corrective or preventative actions are required.